Event description:
It was reported the gastrointestinal videoscope had foreign body in canal. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU sections: IFU states the detection method in gif/cf 170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf 170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.